Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction involving a relay custom made device. The relay custom made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"Issue with the device was that the delivery system lead to a blood leakage in the area of a black handle what caused additional reason to blood transfusion during the surgery. It is not possible to evaluate how much was the blood loss, but it was significant. In the end occured event has not influence final outcome of this implantation and patient was discharged home 6 days after the implantation" patient outcome: "when blood loss and leakage was noticed, main body delivery system was exchanged for a 24f introducer sheath and additional blood unit was implemented"

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction involving a relay custom made device. The relay customer made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay transport related event occurred in poland.

Event description:
"Issue with the device was that the delivery system lead to a blood leakage in the area of a black handle what caused additional reason to blood transfusion during the surgery. It is not possible to evaluate how much was the blood loss, but it was significant. In the end occured event has not influence final outcome of this implantation and patient was discharged home 6 days after the implantation" patient outcome: "when blood loss and leakage was noticed, main body delivery system was exchanged for a 24f introducer sheath and additional blood unit was implemented".